Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient experienced urinary tract infections from the intermittent catheters because they had barbs on them. Patient said they were able to feel them when the patient run their hands on them and had not used them in a month. It was unknown what medical intervention was provided for urinary tract infections. Per additional information received via liberator on 08aug2022, it was stated that the patient was having a hard time inserting catheters due to them having barbs down the side of the catheter.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential failure mode could be "catheter tip too sharp ¿. Therefore, a potential root cause for this failure could be ¿unpolished mold surface ". It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not required because labeling could not have prevented the reported failure. Correction: f. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient experienced urinary tract infections from the intermittent catheters because they had barbs on them. Patient said they were able to feel them when the patient run their hands on them and had not used them in a month. It was unknown what medical intervention was provided for urinary tract infections. Per additional information received via liberator on 08aug2022, it was stated that the patient was having a hard time inserting catheters due to them having barbs down the side of the catheter.